Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the center of the mattress cover but did not peel away from the cover. This mattress has been isolated in the non-conforming room until investigation is complete and mattress has been dispositioned. This report is identifying mattress 1 of 2. This problem has been assigned CAPA (B)(4), and a f/u report will be submitted upon completion of the corrective action.

Event description:
Mattress cover is delaminating.